Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon sutures involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon sutures used in this procedure? Are the product code and lot numbers available for all ethicon devices used? Citation: clinical neurology and neurosurgery 125 (2014) 137¿142. Http://dx.doi.org/10.1016/j.clineuro.2014.07.026.

Event description:
It was reported in journal article "octyl-cyanoacrylate skin adhesive is effective for wound closure in posterior spinal surgery without increased risk of wound complications¿ the patient underwent c5-t1 laminectomy with c4-t1 pedicle screw and rod construct (psr) and suture was used. The procedure was performed during the period (B)(6) 2010 through (B)(6) 2013. Suture was placed intradermally using standard subcuticular technique and a layer of topical skin adhesive was applied. The patient experienced cerebrospinal fluid (csf) leak with infection and was treated with washout, wound revision, and antibiotics. Additional information has been requested.